Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The customer indicated they could not power the device with button press and was therefore unable to use the device to monitor glucose. The customer experienced symptoms of headache, chest pain, discomfort, vomiting, diarrhea, felt cold and weak, and lost consciousness. The customer was taken to the emergency room where customer was diagnosed with hyperglycemia and reportedly suffered a stroke. However, it should be noted that while over time, prolonged hyperglycemia can increase stroke risk, there is no indication that being unable to use the adc reader would have caused or contributed to the reported stroke. A healthcare professional ran tests on the customer, performed x-rays, provided a heart monitor, administered blood transfusion and dialysis. The customer received insulin (dose/tyoe unknown), hypertension medication, eprex, epoetin, and additional medication that the customer could not remember the names of. There was no report of death or permanent impairment associated with this event.